Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the tortuous and severely calcified circumflex (cx). Initially, the physician was unable to cross the lesion with a 2.5x20mm taxus liberte stent after pre-dilating the lesion with a 2.5x10 flextome cutting balloon. The physician also attempted with a 2.5x12mm taxus liberte stent but it would not cross. There was difficulty advancing the stent delivery system and eventually the shaft broke about 20mm from the hub. The device was successfully withdrawn from within the pt intact. The procedure was completed with a non bsc device. No pt injuries and complications were reported during the procedure. Pt status reported as "ok".